Manufacturer narrative:
Updated report with information for the initial reporter. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited shock impedance measurements high out of range. Technical services (ts) provided troubleshooting options. This ICD and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited shock impedance measurements high out of range. Technical services (ts) provided troubleshooting options. This ICD and rv lead remain in service. No adverse patient effects were reported.